Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The day after implant the team observed the limb to be ischemic. The device was explanted and the patient was escalated to the impella 5.5 axillary access.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.)¿

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. G1 reporting contact fax number missing. E4 should have been left blank.